Event description:
This is filed to report a clip opening while locked (cowl). It was reported that on (B)(6) 2022, a mitraclip procedure was performed to treat grade 4 degenerative mitral regurgitation (mr). An xtw mitraclip passed establishing final arm angle (efaa) during preparation and during the procedure. After deployment, when the clip delivery system (cds) was detached, the clip open while locked, to approximately 50 degrees. An additional clip was implanted to stabilize the first clip and to further reduce the mr to grade 2-3. There were no adverse patient effects or clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and clip opening while locked (cowl) with the mitraclip and triclip delivery system(s). Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated and the reported clip opens while locked could not be tested via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported clip opens while locked. The reported unexpected medical intervention was a result of case-specific circumstance. This event was further reviewed by a staff engineer clinical r&d, and the reviewer stated that ¿four (4) fluoroscopic videos were provided. In the first video one fully deployed clip can be visualized; there is no cds in view indicating the video was taken post deployment of the first clip (reported device). The clip arms appear to be open to ~45°. The second video was taken during use of the second cds in which the second clip is grasped lateral to the first clip; the second clip is attached to the delivery catheter indicating the video was taken pre-deployment of the second clip. The last two videos were taken post deployment of the second clip. The first clip (bottom clip in video) appears to be open to ~45° while the second clip (top clip in video) appears to be in the fully closed position (~10°). While the stated arm angles in this evaluation are estimations based on visual assessment with the naked eye and cannot be confirmed, it is apparent that the arms of the first clip (reported device) are opened to a noticeably larger degree than the second clip. No pre-deployment cine of the reported clip was provided; as such, no assessment or comment regarding the pre-deployment state of the clip (clip arm angle prior to dc detachment), when and/or by how much the clip opened can be made.¿ the device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).